Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 479mg/dl and diabetic ketoacidosis; cause was unknown. The customer was treated with intravenous insulin drip, saline, and potassium. The customer was discharged on (B)(6) 2021 with no permanent damage. Tandem technical support reviewed pump data and performed a pump system check and found the pump was performing as intended.